Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the shim of a retractor blade assembly became dislodged during surgery. An alternative retractor blade assembly was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the complaint is confirmed. The shim was found to have disassembled from the blade. It is possible that there was a large force placed during the shim insertion or removal process which caused the shim to disassemble. However, without the event details the root cause is unable to be determined. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the shim of retractor blade assembly became dislodged during surgery. An alternative retractor blade assembly was used to complete the procedure without reported patient impacts.